Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that, per the physician, the delivery catheter system (dcs) could not pass the aortic arch and it was guessed the dissection occurred at that time. According to the physician, the dcs caused or contributed to the dissection. It was determined that no treatment was necessary, and the patient left the room. It was noted that the shape of the patient¿s aortic arch was sharp turn that contributed to the dissection. In addition, the existing surgical aortic valve was a medtronic tissue valve. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that a retrograde iatrogenic artery dissection from the descending aorta to the aortic arch occurred during the process of approaching the right femoral artery and "building the system". There were no problems with the valve and the heart failure was stable with only oral treatment. CT scans were performed over time for aortic dissection and follow-up was performed. There was only conservative treatment and there was no progression or expansion of the dissection; the branches from the arch were all from the true cavity, so the plan was to continue the conservative treatment. Seven days following the valve implant, post-operative paroxysmal atrial fibrillation (afib)/ paroxysmal atrial tachycardia (pat) were observed. The patient was administered oral bisoprolol and amiodarone in "dc" and sinus rhythm was achieved. Coagulation therapy was considered, but the aortic dissection remained during the subacute period. During this hospitalization, coagulation drugs were not introduced. Left ventricle asynergy (posterior wall) was observed during post-operative paf/pat, but no findings of coronary artery closure were observed in subsequent CT scans. When cardiac function was evaluated again after sinus rhythm was controlled via dc, lv asynergy had disappeared. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with an existing sur gical aortic valve, the delivery catheter system could not pass through the aortic arch via the transfemoral approach. At that time, dissection was noted in the aortic arch. Subsequently, access was changed to the right subclavian artery and transcatheter aortic valve implantation was performed. It was noted that computed tomography scan imaging will be performed after the patient left the room. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0011956740); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0011866464); product type: 0195-heart valves; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.